Event description:
A us distributor reported that a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a defective power supply brick. Additionally, the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component and pxa component on the c/a board, causing the resets. The root cause for the defective power supply brick could not be positively identified. The root cause for the component failures could not be positively identified. There was no adverse event that resulted from the damaged charger.